Manufacturer narrative:
The hybridknife® flex t-type (knives) were sent to erbe for examination. The inspection regarding each was as follows: 1st knife the electrode tip was no longer attached to the body of the device as reported. The break was determined to be a brittle fracture which is indicative of the tip encountering an excessive mechanical force. 2nd knife the electrode tip was no longer attached to the body of the device as reported. The connection weld was no longer intact which appears to have been caused high-frequency activation of the instrument. In summary, excessive heat resulted in the weld being compromised which led to the tip being separated from its body. There were most likely many factors involved with the reported events (i.e., equipment settings, activation times, endoscopic technique, how the device was being cleaned during the procedure/pressure applied on the tip, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incidents.

Event description:
It was reported that an incident occurred with two (2) hybridknife® flex t-type (knives) during 2 procedures (note: specific information regarding the type of procedures was not disclosed to erbe.). The knives was used with an electrosurgical unit. No other information was provided regarding any other equipment, accessories, or settings employed during the interventional work. Per the report, the electrode tip of the knives detached from their body. The whereabouts of the tips were unknown, but there was no report of any patient injury.